Event description:
Report received of a burst tubing set during a high pressure injection of CT contrast. It was reported that a patient was having a CT of the chest. Patient had a #20 gauge angiocath in the right antecubital site. Patient had a primary IV of saline at a to keep open rate. The distal clave was being used for the injection of 120cc omnipaque. The facility uses a leiber-florsheim power injector set a 3cc/second and a pressure of 200psi. The tubing was clamped off proximal to the clave site, and the injection began. After approxinately 10 seconds, the tubing "burst" at some point between the distal clave and the IV site. It was reported that there was approximately 10-20cc fluid and blood that leaked onto the floor. The site remained intact, and the tubing set was replaced. The distal clave site of the new set was used to resume the pressure injection with the same injector settings. After approximately 10 seconds, the second tubing burst. The tubing was replaced with a stand alone clave connector, and the remainder of the injection was given. The study was completed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.